Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications also, performed the bicarbonate buffer test and the sensor failed due to high readings. A visual inspection showed the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned and failure analysis is unable to confirm the complaint of pain and discomfort.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report a sensor error alert and high blood glucose levels. The customer's blood glucose level was 420 mg/dl. The customer reported that after removing the sensor, the cannula was slightly bent and there was a clot. The customer's sensor was replaced and returned.